Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported taht the pt had recently suffered a bad fall, during which pt hit the left side of their neck and chest area. Lead break is suspected. Treating neurologist programmed the generator to off for fear that stimulation with a broken lead may cause harm to the pt.